Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -18.0/3.0/091 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's right eye (od). The lens was implanted and removed intra-operatively. On a later date a replacement lens of the same model and size was implanted. The problem was resolved.